Event description:
It was reported that customer experienced continuous glucose monitoring error that prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not return, and successfully started new sensor session, with no additional follow-up reported.